Event description:
It was reported that only one quad lead was active. It was reported the "other" lead was not usable because the health care provider (hcp) "nicked" it during a replacement procedure.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot# unknown, product type: lead. Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 1994, product type: extension. Product ID: 3888-28, lot# l31779, implanted: (B)(6) 1994, product type: lead. (B)(4).